Manufacturer narrative:
Medical device problem code: of ¿appropriate term/code not available ((B)(4))¿ represents "patient event-non serious". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath: medium and a hemostatic valve leak occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath: medium had a lot of bleed back at the hub when the physician went to insert the ablation catheter. When the carto vizigo¿ 8.5f bi-directional guiding sheath: medium was replaced, the issue was resolved. There was a lot of blood all over the sheath and they were not comfortable sending it back. It was also reported that the carto 3 system was displaying an error (code unknown) "current leakage error" that was displayed when the ablation catheter was connected to the patient interface unit. They replaced the ablation cable without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. The carto 3 system was operating per specifications and was not responsible for this product issue. Additional information provided on the event. The "current leakage error" was not displayed due to a signal noise. There was no noise. ECG/EKG signals were available for the physician to monitor the patient¿s heart rhythm. Not sure what section broke on the carto vizigo¿ 8.5f bi-directional guiding sheath: medium. It leaked on the handle end. The reporter did not see the hemostasis valve (gasket) break into two or more separate pieces. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to the bleeding. The approximate volume of blood that was lost was less than 20 ml. The bleed back at the hub malfunction was assessed as a MDR reportable hemostatic valve leak issue. The adverse event of the bleeding was assessed as not MDR reportable. It was not life threatening; did not result in permanent impairment of a body function or permanent damage to a body structure; or did not necessitate medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The current leakage error was assessed as not MDR reportable. This issue was highly detectable and requires adjusting the system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety was unaffected by this issue.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000005 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)